Manufacturer narrative:
PMA / 510(k)#: there is no 510k for this device, labeled for veterinary use only. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle had hub damage and leakage issues. The following information was provided by the initial reporter : the clinic reported a box of syringes that had defective hubs which appeared to have small holes within the needle hub causing the syringe to leak. Event date : 04/18/2022.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿ needle had hub damage and leakage issues. The following information was provided by the initial reporter : the clinic reported a box of syringes that had defective hubs which appeared to have small holes within the needle hub causing the syringe to leak. Event date : 04/18/2022.